Manufacturer narrative:
(B)(4). Device returned to MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the femoral vein. Aspiration was initiated inside the patient. It was noticed that the pump started leaking and there was fluid in the console tray. An error message to check saline connection displayed. They were not able to re-prime the device. The zelantedvt was removed from the patient and the procedure was completed with another angiojet catheter. There were no patient complications and the patient was fine.